Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via e-mail to a company employee, and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female, pt, who received three applications of poly-l-lactic treatments ((B)(6) 2008, (B)(6) 2008, and (B)(6) 2008). Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, the pt developed facial hyperemia and grade ii acne. Treatments provided, if any, were not specified. Event outcome is unk. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not provided.